Event description:
The customer reported the camera head was found to have no image during inspection before being loaned out. No patient or procedure involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device evaluation found abnormalities in white balance and image abnormality. Based on the results of the investigation, a definitive root cause cannot be identified a device history review was completed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU): white balance is abnormal. IFU applicable section]. 4.4 adjustment of color tone refer to the camera control unit's "digitized attachment" or "instruction manual" to automatically correct the white balance or manually adjust the color tone. Reference always adjust the white balance when the endoscope or camera head is replaced. Accurate color reproduction may not be possible. Image abnormality IFU ¦precautions for cases where the endoscope image disappears unexpectedly or the freeze cannot be released the following items must be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination, and normal images may not be obtained. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. Do not store this product with tweezers, forceps, scalpels, etc., as this may cause a hole in the camera cable and damage the electrical circuitry inside the product due to water leakage. Doing so may result in damage to the product's internal electrical circuits. -do not bump or drop this product. Water leakage may damage the product's internal circuitry. - connect the video connector to the camera control unit when it is sufficiently dry, including the electrical contacts and optical connections. Also, make sure that the electrical contacts and optical connections are clean before connecting them. Use of the equipment with wet or dirty electrical contacts or optical connections may result in equipment malfunction or failure. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. The camera cable may break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the camera head was found to have no image during inspection before being loaned out. No patient or procedure involvement was reported.